Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The proximal aortic neck is 23.7 mm in diameter and 7 mm in length. The distal aortic neck is 24.6 mm in diameter. It was reported that the patient was in for a routine follow up and the CT noted a proximal type I endoleak. At time of implant the stent graft landed low but the physician decided not to put a cuff because there was adequate seal. The recent CT showed a type I endoleak and that there was 7mm from lowest renal to top of graft. An etcf2828c49e endurant cuff was placed and endoleak was resolved. Original CT showed 9mm neck length from centerline reconstruction, the physician felt the patient was a poor surgical candidate and chose to treat endovascular. The physician thinks type I endoleak occurred because of landing the original stent graft lower than desired on original intervention. No additional clinical sequelae were reported and the patient is fine. A review of returned pre-implant cta¿s revealed that the patient had a short, conical, and calcified proximal neck. The neck diameter just below the lowest left renal was 20mm, and 5mm below measured approximately 28mm in diameter. The 6.7cm max diameter aaa was ringed with calcification and contained thrombus (2 ¿ 3cm diameter flow lumen). The distal aortic inner diameter was 12 x 20mm and severely calcified, and both iliac arteries were calcified. Images from 3 months post-implant revealed that the bifurcate was implanted within the short/angulated proximal neck. There is a proximal type I endoleak. The bifurcate proximal od is 21mm. The max aaa diameter is 6.7cm. The ipsilateral limb was placed into the right common iliac artery and the contralateral limb into the left common iliac. There is a thin layer of thrombus lining the aortic body and both limbs; distal to the stent graft no thrombus or occlusion is visible. No stent graft kinks or compression is seen. Cta¿s from 7-months post-implant revealed that the bifurcate was again positioned just below the renal arteries. There is <(><<)>1cm of proximal sealing length and a proximal type I endoleak is visible. The proximal stent graft od is 24 x 25mm. The max aaa diameter is currently 6.9cm. A thin layer of thrombus is again seen lining the aortic body and both limbs. No stent graft kinks or compression is seen. The likely cause of the proximal type I endoleak was the short proximal neck. The cause of the thrombus seen within the stent graft is unknown; however, it is uncertain if the thrombus was blood flow restrictive.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusions: aortic neck less than 10 mm in length.